Event description:
It was reported that during a routine follow-up, high pacing impedance greater than 2500 ohms was noted, along with over 8000 short intervals which could indicate oversensing. The lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. One -patient alert for out of tolerance subthreshold lead impedance on (B)(4) 2011 02:15:03. Weekly pace lead impedance trend data shows an abrupt increase for max rv pace = 592 to infinite ohms (un-filtered data) peak between (B)(4) 2011 and (B)(4) 2011. Eleven - ventricular nst (non-sustained tachycardia) <=210 ms between (B)(4) 2011 14:00:03 and (B)(4) 2011 16:56:40. One - vf=180 ms average v-cycle (B)(4) 2011 10:14:06. Ventricular short interval count v-sic=421.4 counts avg/day, in 20.74 days, between (B)(4) 2011 16:39:47 and (B)(4) 2011 10:19:40.